Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information reported the patient had a pocket infection. The patient had itching and burning at the pocket site. Examination and palpation revealed tenderness. Laboratory work identified the infection as a staph infection. The entire system was explanted and the event was considered resolved without seqeulae.

Event description:
Additional information reported pre-operative antibiotics were given and the patient did not have meningitis to the physician¿s knowledge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that it was unknown if perioperative antibiotics were administered. The date of onset/diagnosis of the infection was (B)(6) 2014. The patient did not have meningitis. A culture was obtained from the device pocket. The type of organism cultured was staph epidermidis contain; nanh. Complete blood count test showed an increase in white blood cells and c-reactive proteins. Treatment included total device system explant on (B)(6) 2014. The patient outcome was unknown, the patient had not been seen by the healthcare professional (hcp) since (B)(6) 2014.

Event description:
It was reported the patient may have a pocket infection. It was noted the pocket felt warm. It was further noted the patient had an elevated white blood cell count. The reporter stated the patient would be referred to another healthcare professional. It was noted the patient status at the time of this report was alive with no injury. Additional information received reported the implantable neurostimulator (ins) was hot. It was noted the patient fully charged their ins on thursday. The reporter stated that when they charge the ins gets really hot. The reporter further stated this had been going on since implant. It was noted that with nothing on the ins, the ins was hot and was irritating the patient¿s leg. It was further noted the irritation started yesterday. The reporter stated the ins was extremely hot and they were having a hard time walking. It was noted the patient had not tried turning stimulation off because if they turn stimulation off their arm starts to hurt really bad. Additional information received reported the patient had an infection at the ins site along the incision. The reporter stated the patient¿s hcp felt that it may be attributed to a bug bite. It was noted the site was red, swollen, warm to the touch, and the patient had pain at the pocket when stimulation was off. It was further noted the patient¿s hcp suggested the patient turn stimulation off. It was noted the patient¿s arm was in a lot of pain since stimulation was turned off. The reporter stated the patient was put on oral antibiotics. The reporter further stated the patient noticed the pocket site getting warmer than normal during a charging session on tuesday or wednesday. It was noted the patient did not have any therapy issues other than normal changes in stimulation due to positional changes when moving their neck, which was normal for the patient. Additional information received reported the manufacturing representative was meeting with the patient today. The reporter stated the patient felt the warmth at the pocket was due to recharging temperature and they wanted to verify this. It was noted the patient was going to recharge for 15 minutes and then check the recharge statistics. Additional information received reported the patient¿s hcp believed the patient had an infection. The reporter stated it was unknown if cultures were taken and it was unknown if the infection resolved or was no longer present. It was further noted the cause of the recharging issue was unknown. The reporter stated the patient was able to recharge and had good stimulation coverage. The reporter further stated the ins site was painful, swollen, and red so the patient was not recharging. Additional information received reported the patient¿s system was explanted today. It was noted the patient¿s hcp stated it appeared the patient¿s body was rejecting the device. It was further noted that cultures did not show growth. Additional information received reported that cultures were repeated today at explant. It was noted that cultures were taken from the spinal entry point and the ins pocket. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Additional review determined conclusion code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.